Event description:
Tip of the fiber broke off during a ureteroscopy lithotripsy procedure. The laser fiber was up against a kidney stone when used. The piece was retrieved.

Manufacturer narrative:
Visual inspection showed that the fiber had a broken fiber tip. Customer stated that the fiber broke off during a ureteroscopy lithotripsy procedure and that the laser fiber was up against the kidney stone when used. The piece was retrieved from the patient. Since it is evident that a fiber tip was present when the case started, this confirms that the fiber had a conforming tip prior to initial use and that the fiber tip was broken off during use. Analysis of the broken fiber tip and the statement from the customer indicates that the fiber tip had come in contact with a structure within the body which caused the fiber tip to break off. The successful use of the fiber prior to the fiber tip breaking off and the presence of a pilot beam with successful laser energy transmission indicates that this fiber was fully intact and capable of function as intended.